Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that a patient was supposed to come in for a refill on (B)(6) 2021 but missed their refill date. Today they are filling the pump but found it to be empty.  No symptoms reported. Additional information stating the patient's information are unknown as well as the sn. It was mentioned that the hcp stated the pump alarmed as a result of been empty. When the alarm started and when the pump went empty is unknown.